Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2026. On (B)(6)2026, it was reported that at around 3pm, the patient couldn¿t walk and suddenly lost consciousness. The patient¿s cgm was reading high. No bg meter comparison value was taken. The patient¿s parent brought the patient to the emergency room (ER). At the ER, the patient¿s bg meter reading was 40 mg/dll while the cgm was still reading high. The patient¿s sensor and tandem mobi insulin pump were removed. The patient was treated with IV potassium, IV fluids, and other unspecified IV fluids. The patient was discharged on 01/16/2026. The patient was ¿fine¿ with a ¿normal bg¿ (unspecified) at the time of follow-up. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.